Event description:
User received an erroneous sodium result for one pt sample. Sample was heparin plasma. Initial result run on another integra 800 analyzer ((B) (4)) at customer site gave 128 and 129 mmol per l, which delta checked against a previous sodium result for this pt. A second serum sample obtained from the pt at the same time as the heparin plasma sample, was tested on this integra 800 ((B) (4)) gave 141 mmol per l and was reported. The serum sample was repeated on the other integra 800 ((B) (4)) giving 130 mmol per l. User issued a corrected report of 130 mmol per l. User does not believe any treatment was given based on the erroneous result reported. The customer found the back tubing on the ise peristaltic pump was off and reconnected the tubing, stating "instrument is operating normally".

Manufacturer narrative:
The field service representative confirmed the ise waste tubing on peristaltic pump had been disconnected and instructed customer how to properly seat ise tubing on waste connection. Verified instrument performing within specification. Customer reports no further events.